Event description:
It was reported that during a stenting treatment procedure, a balloon rupture occurred. Vascular access was gained via the femoral artery. The 2.25mm x 12mm, 80% de novo and eccentric target lesion was located in the moderately calcified and non-tortuous proximal to mid obtuse marginal artery. The physician predilated the lesion to 80% stenosis with a non bsc device and advanced the 2.25mm x 12mm promus element sds to the lesion and a balloon ruptured at 14atms. The device was removed intact. The procedure was completed with another device. No patient complications were reported and the patient status is stable. Additional information has been requested and is not available. However device analysis revealed that the stent had moved on the balloon, stent damage and hypotube kinked were also noted.

Event description:
It was reported that during a stenting treatment procedure, a balloon rupture occurred. Vascular access was gained via the femoral artery. The 2.25mm x 12mm, 80% de novo and eccentric target lesion was located in the moderately calcified and non-tortuous proximal to mid obtuse marginal artery. The physician predilated the lesion to 80% stenosis with a non bsc device and advanced the 2.25mm x 12mm promus element sds to the lesion and a balloon ruptured at 14atms. The device was removed intact. The procedure was completed with another device. No patient complications were reported and the patient status is stable. Additional information has been requested and is not available. However device analysis revealed that the stent had moved on the balloon, stent damage and hypotube kinked were also noted.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluation by manufacturer: a visual and microscopic examination of the returned device revealed the stent had moved back proximally by 1mm and there was proximal stent damage. The struts on the proximal end of the stent were misaligned and bunched up. This type of damage is consistent with the stent being meeting resistance upon advancement and/or withdrawal. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The balloon of the device was visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure, however there was some solidified contrast media present inside the proximal end of the balloon. A visual and microscopic examination found that the hypotube had kinked approximately 350mm distal from the catheter's strain relief. This type of damage is consistent with excessive force being applied to the delivery system. Solidified contrast media was present within the entire length of the guidewire lumen, therefore indicating the device had been prepped for use. The inflation device was verified at 12 atmospheres (atm) before and after use with a calibrated pressure gauge. The device was attached to an encore inflation unit and attempt was made to inflate the balloon, however due to build up of solidified contrast media it was not possible to inflate the balloon therefore it was not possible to determine if there was a leak in the balloon material. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).